Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02730. This report is being submitted as additional information. Approximate age of device- 2 years and 5 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A specific cause for the low flow alarms could not be conclusively determined. The submitted system controller log file contained approximately 42 days of data, spanning from (B)(6) 2017 at 9:44 to (B)(6) 2017 at 14:07, and captured 29 low flow events on (B)(6) 2017. The low flow events occurred when the estimated flow was calculated to be below the acceptable threshold of 2.5lpm. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital after being found unresponsive. The device was producing low flow estimations and the patient required pressor support and was intubated. The patient was implanted with a right ventricular assist device (rvad) for acute right heart failure. The manufacturer¿s technical services representative reviewed the submitted log file and did not observe any issues associated with the device that would have contributed to the event. Additional information was received on (B)(6) 2018 that the patient has a history of severe ischemic cardiomyopathy and was dual listed for a heart/kidney transplant. The patient presented to the hospital with syncope, pulseless electrical activity (pea) arrest, and right ventricular failure. The patient was treated with an rvad with vv ECMO. The speed of the device was increased to 8800 rpm and the device was functioning normally with no low flow alarms. Rvad decannulation took place on (B)(6) 2017 and the patient was transferred back to their home transplant institution for continued care. At the time of discharge, the lvad speed was 8800 rpm, flow was 4.8 lpm, and power was 4.6 watts. No additional information was provided.